Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was treated for peritonitis on (B)(6) 2017. Follow-up was made with the pd patient, who stated the infection was attributed to touch contamination, where he confirmed he had a break in technique and sterility, and indicated he did not practice aseptic technique during treatment. The patient was unable to provide the fluid bacterial culture results. No fluid leaks were reported during treatment or prior to infection. The patient stated he was not hospitalized for the episode of peritonitis and was treated in-clinic and administered an unknown dose, route, and frequency of unknown antibiotics for 14 days. The patient confirmed he was trained on performing stat drains as well as manual peritoneal dialysis therapy and stated he was able to complete peritoneal dialysis treatment using the cycler and confirmed no treatments were missed. The patient stated the peritonitis infection had resolved, and he was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. The patient stated the sample was discarded and was not available for return.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 during routine follow up for an unrelated issue, the peritoneal dialysis registered nurse [pd(rn)] for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for an unknown period of time reported that the patient was diagnosed with peritonitis (signs/symptoms unknown) on (B)(6) 2017. Additional follow up with the patient on 01/12/2018 documented that he was diagnosed with peritonitis (unknown bacteria) on (B)(6) 2017 and prescribed/treated in-clinic with antibiotics for 14 days (type, dose, strength, route and frequency unknown). The infection was attributed to touch contamination. The patient confirmed that he did not practice aseptic technique during treatment and had a breach in technique and sterility. He was not hospitalized and continued to complete ccpd therapy with no missed treatments. The patient had since recovered and had not reported any further issues.

Manufacturer narrative:
Conclusion: there is no documentation to show a causal relationship between the event of peritonitis and the liberty cycler or cycler set. Additionally, there is no allegation of a malfunction or leak with the liberty cycler or cycler set. The causal event attributed to the peritonitis is touch contamination as the patient confirmed he did not practice aseptic technique. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 during routine follow up for an unrelated issue, the peritoneal dialysis registered nurse [pd(rn)] for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for an unknown period of time reported that the patient was diagnosed with peritonitis (signs/symptoms unknown) on (B)(6) 2017. Additional follow up with the patient on (B)(6) 2018 documented that he was diagnosed with peritonitis (unknown bacteria) on (B)(6) 2017 and prescribed/treated in-clinic with antibiotics for 14 days (type, dose, strength, route and frequency unknown). The infection was attributed to touch contamination. The patient confirmed that he did not practice aseptic technique during treatment and had a breach in technique and sterility. He was not hospitalized and continued to complete ccpd therapy with no missed treatments. The patient had since recovered and had not reported any further issues.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 01/09/2018 during routine follow up for an unrelated issue, the peritoneal dialysis registered nurse [pd(rn)] for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for an unknown period of time reported that the patient was diagnosed with peritonitis (signs/symptoms unknown) on (B)(6) 2017. Additional follow up with the patient on (B)(6) 2018 documented that he was diagnosed with peritonitis (unknown bacteria) on (B)(6) 2017 and prescribed/treated in-clinic with antibiotics for 14 days (type, dose, strength, route and frequency unknown). The infection was attributed to touch contamination. The patient confirmed that he did not practice aseptic technique during treatment and had a breach in technique and sterility. He was not hospitalized and continued to complete ccpd therapy with no missed treatments. The patient had since recovered and had not reported any further issues.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.